Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing. It was also reported that when a device longevity estimate was done, the device was found to be "not lasting as long as expected." The rv lead pacing vector was reprogrammed and a defibrillation threshold test was performed. It was further reported that the right ventricular (rv) pace/sense lead and the rv high-voltage lead both exhibited a loss of capture. The leads and device were all explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead was t wave oversensing. It was also reported that when a device longevity estimate was done, the device was found to be "not lasting as long as expected." The rv lead pacing vector was reprogrammed and a defibrillation threshold test was performed. The rv lead and device are being monitored and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.